Event description:
The user facility reported, the housing broke during a surgery. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
The user facility reported, the housing broke during a surgery.the broken housing could cause the non-sterile battery to be exposed to the sterile field. Although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention

Manufacturer narrative:
The reported event was not confirmed. A picture was provided at intake. Based on visual inspection of the picture, it was observed there are no issues with the housing.